Manufacturer narrative:
A visual inspection of the returned cycler exterior showed no sign of physical damage. There are visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. During fill phase, cycle 1 of the simulated treatment an ¿hb make sure hb is on ht tray and unclamped¿ message occurred. The ¿ok¿ button was selected and the alarm reoccurred. The ¿hb make sure hb is on ht tray and unclamped¿ occurred three consecutive times before the treatment was canceled. An inspection of the heater tray/scale found it was not obstructed and was functioning correctly. No fluid leaks in the test cassette during the test treatment. An internal visual inspection of the cycler found visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. There was visual evidence of fluid within pneumatic filter hp1. The hp1 filter was detached from the cycler and was replaced. The cause of the observed dried fluid and fluid could not be determined. A simulated treatment was performed and completed without any failures or problems. Passed mushroom head check. Test positive for glucose. The reported symptom (fluid leaking) was not confirmed. Encountered lf30 hb make sure hb is on ht tray and unclamped. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
A follow up will be submitted following evaluation.

Event description:
A peritoneal dialysis patient reported during a fill cycle the cycler was taking a long time to fill him. Patient saw fluid leaking from the cycler door. Treatment was discontinued. The patient removed the cassette and found fluid inside the cycler. The patient was advised to contact his nurse. The cycler was replaced. During follow up the patient's nurse reported there was no adverse event for the patient.